Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose. The customer's blood glucose was 454 mg/dl. The customer declined treatment of his blood glucose via manual injection. Troubleshooting was done. The customer was unsure of any symptoms related to his high blood glucose. The customer had not been hospitalized due to the high blood glucose. The drive support cap of the customer's insulin pump appeared normal. The customer's insulin pump was unable to exit the "preparing to prime" loop. The customer also received a no delivery alarm during troubleshooting, and there was no more insulin in the reservoir. Advised customer that the insulin pump needed to be replaced. Advised customer to revert to a back-up plan per healthcare provider's instructions. The customer later reverted to a back-up plan and treated himself with a manual injection. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at the display window corner and a cracked reservoir tube lip.